Manufacturer narrative:
(B)(4): device evaluation found: the forceps is on short circuit. The integrity of the electrical insulation is compromised on the coating, under the tube of the electrode. The risk of electric arc is very low. The electrical risk for the patient or the user is then very low. The most probable cause of this short circuit is a defect in the isolating coating. A cholangiography forceps was also returned and evaluated and found that the instrument works in compliance with the manufacturing specifications. However, the ratchet is a little bit hard. No highlighted issue for the passing of the probe. The hardness of the ratchet is probably due to a lack of lubrication of the instrument.

Event description:
It was reported that the bipolar forceps instrument was returned for evaluation and repair; evaluation found ¿the integrity of the electrical insulation is compromised on the coating, under the tube of the electrode.¿ there was no report of an event of user/patient impact or injury.